Event description:
It was reported that from one follow up to the next, the pacemaker's battery life decreased from 7 years remaining to less than 5 months remaining. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage was much higher than expectations based on programming and therapy delivery. It was suggested the device be explanted for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that from one follow up to the next, the pacemaker's battery life decreased from 7 years remaining to less than 5 months remaining. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage was much higher than expectations based on programming and therapy delivery. It was suggested the device be explanted for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory verified that telemetry system faults were recorded. The device case was removed and the battery removed from the circuit. The battery was sent for additional testing where torn tube insulation that caused a short to the case. It was determined that the likely cause was due to sharp notch corners on the tab portion of the cathode. Analysis isolated the telemetry issue to an anomaly in the radio frequency (rf) mics module. This issue can lead to increased power usage and decreased battery longevity.

Event description:
It was reported that from one follow up to the next, the pacemaker's battery life decreased from 7 years remaining to less than 5 months remaining. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage was much higher than expectations based on programming and therapy delivery. It was suggested the device be explanted for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.